Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735800, serial/lot#: (B)(6), h3: the footswitch cable, lot number: 180702, was returned to the manufacturer for analysis. The cable on the footswitch has been torn and there are exposed wires. Despite the damage the footswitch was functional. H6: codes b01, c02, and d02 are applicable to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the footswitch had missing plastic and exposed wires. There was no patient involvement.